Event description:
Found during routine inspection. The customer reported that all the warning icons were visible and the device will not power on. There was no pt associated with the report.

Manufacturer narrative:
The device is being sent to physio-control for eval. Physio control will submit a supplemental report on this event to the FDA.